Event description:
It was reported that this pacemaker exhibited oversensing of noise on both the right atrial (ra) lead and right ventricular (rv) leads resulting in inappropriate atrial tachy response (atr) episodes and pacing inhibition. Additionally, changes in threshold measurements were observed. The right atrial (ra) lead exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted and further evaluation of both leads was recommended. This device has reached the elective replacement indicator (eri) indicator. No adverse patient effects were reported. At this time, this device remains in service.